Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), this was a case of a 26mm sapien 3 ultra valve. During the procedure, when advancing the valve through the esheath, it was noted that an iliac stent had become dislodged and was sitting on the wire in front of the valve. The valve could not be deployed. A second valve was inserted from the other femoral artery. Upon successful deployment, the initial valve and esheath were removed and a stent was deployed to oppose the dislodged iliac stent. There were no issues with the edwards devices.

Manufacturer narrative:
Updated section h6-type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to device interacts with non-edwards device. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU and device preparation manual were reviewed. Prepare the edwards sheath per its instructions for use. If necessary, predilate the femoral-iliac vessel. Introduce the sheath per its instructions for use. Insert the loader assembly into the sheath until the loader stops. Advance the delivery system until thv exits the sheath. Caution: the thv should not be advance through the sheath if the sheath tip is not past the aortic bifurcation to minimize the risk of damage to the iliac vessel(s). Based on the review, no IFU or training deficiencies were identified. Per risk assessment performed, device interacts with non-edwards device is not covered in the risk documentation. An action item has been assigned to this case to assess risks (as related to the reported event) and update associated documents as appropriate. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The complaint for device interacts with non-edwards device was unable to be confirmed as neither the complaint device nor applicable imagery were provided for evaluation. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined during the evaluation. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of IFU/training materials revealed no deficiencies. As reported, "when advancing the valve through the esheath, it was noted that an iliac stent had become dislodged and sitting on the wire in front of the valve." Navigating anatomy with the presence of a pre-existing stent can increase the likelihood of valve interaction with the pre-existing stent. Procedural factors such as inadequate guidewire management and torquing the delivery system can further contribute to stent interaction and tracking difficulty. It is likely that the presence of the patient's pre-existing stent in the iliac artery obstructed the valve from being further advanced through the anatomy. Subsequently, in attempts to further advance the delivery system, the pre-existing iliac stent had become dislodged. Without the return of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests patient factors (pre-existing iliac stent) contributed to the reported event.